Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user discontinued the ilet due to recurrent hyperglycemia during menstrual cycles followed by hypoglycemia after the cycle, with a reported maximum blood glucose of 360 mg/dl and subsequent lows lasting up to one hour; the user transitioned to a different insulin pump. Symptoms included weakness, shaking, and confusion during low glucose episodes. Outcomes included no medical intervention, no ketone testing, no hospitalization, and self-management with oral carbohydrates for lows. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no confirmed device malfunction and that the cause of the hyperglycemia and subsequent hypoglycemia was unclear, with the pattern described as insulin resistance variability related to the menstrual cycle and subsequent algorithm adaptation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.